Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received error messages and questionable glucose results from accu-chek inform ii meter serial number (B)(4). The customer stated the meter was contaminated with patient blood inside the strip port on (B)(6) 2018 around 22:00. On (B)(6) 2017 at 4:10 am, a patient was tested with the results of 21.5 mmol/l and 10.4 mmol/l. At 6:10 am, the patient was tested again with results of 31.1 mmol/l and then 13.2 mmol/l. At 7:57am, the patient was tested again and the results were 21.7 mmol/l and 13.3 mmol/l. At 9:20 am, the patient was tested again and the results were 22.4 mmol/l and 17 mmol/l. The customer did not know if the patient was treated based on these results. There was no allegation of an adverse event. Qc performed on (B)(6) 2017 passed. The lot number and expiration date of the used strips was requested but was not provided.

Manufacturer narrative:
The customer's meter was received for investigation. A functional check and visual investigation was performed. It was verified the meter strip port was contaminated with blood and there was contamination/oxidation inside the meter on the electronics. Quality control material was tested with the returned meter and retention strips from lot 475971. Control ranges: level 1: 30-60 mg/dl; level 2: 261-353 mg/dl. Results: level 1: 43, 40, 42 mg/dl; level 2: 291, 287, 291 mg/dl. All results are within acceptable range. The product performed according to the specifications.

Manufacturer narrative:
The test strip lot number was (B)(4). As no customer product was received for further investigation, a specific root cause could not be determined. As the customer stated the meter was contaminated, this could be a reason for the discrepant results. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.